Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a high risk percutaneous coronary interventional (pci) procedure with impella. Reportedly, a posterior cuff miss [suture retrieval issue] occurred with the first prostyle device. After the plunger of the second prostyle was removed in step 3, the footplate would not go down, the lever was stuck and would not budge. The footplate was opened and closed and was removed safely from the patient without adverse effects. The physician commented that it felt as though it was stuck in the tissue tract (bigger patient). The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the pci procedure was completed. The knots of the two pre-placed sutures were successfully advanced; however, arterial bleeding was noted. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional devices referenced in b5 are filed under separate medwatch report numbers.